Event description:
According to the available information the jj catheter was in place for 15 days but was found missing 2 half centimeters with incomplete catheter. The patient experienced hematuria and urethral lesions upon removal.

Event description:
According to the available information the jj catheter was in place for 15 days but was found missing 2 half centimeters with incomplete catheter. The patient experienced hematuria and urethral lesions upon removal.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn¿t find other complaint on the lot number 9633780. Without sample and no more information received, we cannot do more than documentary investigation which revealed no anomaly in relation to the described defect. According to the information known, quality database was checked and revealed no anomaly in relation to the describe defect. A similar case study was performed based on same item number: bcagd4, defect: appearance over last four years. No similar case was found.